Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an altitude alarm after the pump became wet. The customer's blood glucose level was not impacted as it was managed with an insulin injection. There was a temporary delay in clearing the alarm and resuming insulin delivery.